Event description:
It was reported that the device was displaying all the service indicators after the aha 2005 software upgrade. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The root cause was determined to be a computer software problem after the morph upgrade that resulted in all the icons being displayed. The customer received a replacement device.